Manufacturer narrative:
Report number: 1038671-2023-00819 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00819. G4:510k unknown due to specific device not being reported. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient was revised on (B)(6) 2017 with a new optetrak tibial insert, then approximately 4 years, 7 months later (B)(6) 2022 was revised for a second time to a competitor¿s devices. Revision operative report of (B)(6) 2022 post op diagnosis: painful total knee replacement and aseptic loosening left knee. Indications: the patient had prior left total knee replacement 13 years ago and had ongoing pain. She had a liner exchange which helped. In view of loosening around the implant and the recall implant it was elected to proceed with revision surgery. Procedure: the femoral and tibial implants were freed from the bone using osteotomes and ¿gentle malleting¿. The patella component was found to be well-seated and in good condition and was not removed. The patient was transferred to the recovery unit in stable condition. Hospital care days: admitted (B)(6) 2022/discharged (B)(6) 2022. No additional information is available.